Manufacturer narrative:
A visual evaluation of the returned device found the basket to be retracted/ closed. Further evaluation revealed that the side car-rx presented pushback out of specification. The evaluation concluded that the pushback was most likely caused during use. Therefore, the most probable root cause of "operational context".

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a biliary stone removal procedure performed on (B)(6) 2015. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". The complainant reported that there were no issues noted with this device, however the device was returned to bsc. Upon inspection the device was noted to have side car pushback out of specification. This event has been deemed a reportable event based on the investigation results; side care pushback.